Event description:
It was reported that the procedure was cancelled. During a procedure involving a ce ilab ultrasound imaging system, no image was shown. The imaging catheter was replaced but there was still no image, and the procedure was cancelled. There were no patient complications reported and the patient was fine.